Event description:
At 11:30 am resident found having slipped out of geri-chair with vest restraint around neck. Resident immediately removed fro restraint and chair, put on floor and CPR begun. (No pulse, no respiration) 911 called. CPR continued while transported to hospital. Death pronounced.